Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she got an infection the day of surgery and three days later went to the emergency room. The patient stated infection was confirmed and she was told it was a viral infection and that it was not uncommon to get an infection after surgery. The patient took antibiotics and three weeks later it cleared up. The patient noted before the antibiotics she was in terrible pain. It was mentioned her doctor told her she was healing beautifully. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated (B)(4) is not applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.